Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It should be noted that the pta, catheter, armada 18, ce, instructions for use (IFU) step 1 states: fill an inflation device / syringe with a mixture of contrast medium and normal saline. 2. Remove the stylet and protective tubing from the balloon.3. Attach the inflation device / syringe to the connector of the balloon lumen. Hold the catheter with the distal tip pointing downwards. 4. Open the stopcock to the catheter; pull negative for 30 seconds; release to neutral. Additionally, section viii. Introduction and dilatation state: step 1. The pta catheter is designed to be introduced percutaneously using the seldinger technique. 2. Prior to introducing the catheter into the vascular system, confirm that the balloon protection tubing has been removed completely and the catheter is under negative pressure. 3. Place the prepared catheter over a pre-positioned guide wire and advance the tip to the introduction site. It is advantageous to use the balloon catheter with an introducer to facilitate entry. Notes: perform all further catheter manipulations under fluoroscopy. In this case, the reported IFU deviation incorrect prep did not cause or contributed to the reported difficulties. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement through the moderately calcified, 70% stenosed anatomy the outer surface of the balloon became compromised and/or damaged resulting in the reported balloon rupture during inflation. The noted scratch/scratches at the rupture site also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo anterior tibial artery that was 70% stenosed. A 3x150mm armada 18 balloon was opened but not air aspirated outside the anatomy prior to use. It was then advanced to the lesion and ruptured when inflated once at nominal pressure. A same size armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.